Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a power-on-reset (por) condition. Additional info has been requested. A follow-up report will be sent if additional info becomes available.